Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number : 3006705815-2021-02721. It was reported that patient experienced ineffective stimulation due to high impedance on one of the leads. X-rays revealed that the octrode lead had migrated, and the penta was poorly placed. As a result, surgical intervention was undertaken where in both leads were explanted and replaced with one lead, resolving the issue.